Event description:
It was reported that bd extension set was separated. The following information was received by the initial reporter with the following verbatim. We have had multiple complaints regarding the bd maxzero extension sets separating from the hub and difficulty flushing the IV. Radiology has reported that when CT uses the pressure injector to administer contrast, the set disconnects and leaks. In addition, staff reports increased difficulty flushing IV's in the ed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photo or sample was received for the customer's complaint of separation/ flow issues. The manufacturer has been notified of this occurrence. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.